Event description:
Patient was revised to address limited range of motion attributed to an oversized femoral component.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported event; however, provided information stated the size device implanted at primary surgery did not achieve the desired range of motion. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.